Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that while on a patient, the ventilator depressurized. Complainant did not indicate adverse effect to the patient.

Manufacturer narrative:
A zoll field service engineer (fse) went onsite to evaluate the device. The fse was unable to confirm the reported malfunction during evaluation of the device. The device was allowed to run on the last customer settings with no issues. The device went through calibration, a full alarm checkout and system validation with no issues. Ventilation performance checks were performed, including piston operation and all parameters tested were within specification. The unit is confirmed to be operating as expected. It is important to note that depressurization of the device is not always indicative of a device malfunction and may be related to patient disconnection and or leaks of the circuit. The device is designed to alarm and notify the user in these types of events, and we can confirm that the device operated as intended in this scenario.